Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer stating that after wearing the contact lens consumer experienced irritation and photophobia. The consumer visited the doctor initially and was diagnosed with corneal ulcer. Additionally consumer states that two mm of cloudiness remains on eyes. The consumer sought an additional hospital visit and cloudiness on brown eyes and corneal ulcer was remains. The consumer was treated with gentamicin sulfate eye drops and combination of ceftriaxone and tazobactam oral medicine. The current status of the consumers eye was recovered. No additional information has been available at the time of this report.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was returned and was found to meet manufacturing specifications. The device history record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. Trend related investigation was performed; no trend could be identified. Malfunction related to the reported h-corneal ulcer infectious issue was not found on the returned complaint sample. Therefore, no malfunction was confirmed and a systematic issue can be excluded. No root cause could be determined during the course of this investigation. The manufacturer internal reference number is: (B)(4).